Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer were failed and not detected on bus and the customer had rebooted the station, but still the issue persisted. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was not detected on bus. A field service engineer (fse) inspected the station and noted that the pyxis module controller (pmc) diagnostic light emission diode was extinguished. The issue was diagnosed as a drawer controller cascading to a pmc failure, and replacement boards were installed. During testing after the pmc replacement, the drawer position sensing was found to be inoperative. The issue was diagnosed as a damaged position sensor connector on the replacement drawer controller. A second replacement drawer controller was installed, which resolved the issue. Operation was tested in the application and the hardware test application with no issues noted. The system functioned as intended after the field service engineer repaired the device.